Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial arrhythmia was marked as terminated when the arrhythmia continued due to events falling in the blanking period. Functional undersensing appears on the atrial lead. The lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No patient complications have been reported as a result of this event.